Event description:
It was reported that the patient experienced a few seizures recently after a period of seizure freedom. Good faith attempts for additional information from the physician were unsuccessful.

Event description:
Available programming and diagnostic history was reviewed.

Manufacturer narrative:
Review of the available programming and diagnostic history.